Manufacturer narrative:
Complaint conclusion: while deploying a stent in an abdominal aortic aneurysm located in the aorta, the balloon was reported to have ruptured when it had expanded to 25 mm. The vessel was described as having moderate calcification and heavy vessel tortuosity. It was reported that the balloon re-wrapped properly and was removed without difficulty. The device was changed to another product and the stent was implanted in the intended location. There was no reported patient injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time.

Event description:
A maxi ld balloon ruptured when it was expanded to 25mm in diameter during pta of an abdominal aortic aneurysm. There was moderate calcification and heavy vessel tortuosity. The size of the aorta was unknown. A palmaz xl stent (catalogue#, lot# unknown) was mounted on the maxi ld balloon catheter. It was delivered without difficulty, but the balloon ruptured when the stent expanded to 25mm in diameter. It was reported that the balloon re-wrapped properly and was removed without difficulty. The device was changed to another product (details unk) and the procedure was completed without any other problems. The stent was implanted in the intended location. There were no adverse events and the patient is in stable condition.